Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not flowing. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Investigation in process, but not yet completed. The fsr found the inline filter caked with sediment. The customer will de-scale the unit and fsr will return to pm.